Manufacturer narrative:
The following devices were also listed in this report: size 3 cr femur; cat# unk_jr; lot# unknown , size 2 tibial baseplate; cat# unk_jr; lot# unknown, 29 patella; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. The patient's entire knee construct (with patellar component) was removed and a spacer placed. Rep reported that no further information will be available.